Event description:
In 2009; during routine labral repair, arthrex bird-beak -suture passer- malfunctioned and the tip dislodged from the handle while under no significant stress. The tip was lost in the tissue of the anterior synovium and was therefore not visible arthroscopically. The c-arm was used over the next 30 minutes to retrieve the piece. The surgery was concluded in the usual manner with no ill effect to the patient.